Manufacturer narrative:
The synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube and shaft polymer extrusion profile revealed multiple kinks and a break at 67.5cm distal to the distal end of the strain relief, and no issues with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the stent showed no stent damage and the stent set between the proximal and distal markerbands with no signs of movement. The balloon cones were reviewed microscopically, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was examined microscopically and showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid-left circumflex artery. A 2.75 x 20 synergy drug-eluting stent (des) was advanced but failed to cross lesion. The procedure was completed with a non-boston scientific (bsc) device. No patient complications were reported. However, returned device analysis revealed hypotube detachment.